Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter device was used during a procedure. According to the complainant, during the procedure, the needle was not able to be retracted into the sheath. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
An optiflo hemostasis catheter device was to be used during a procedure performed on (B)(6), 2011. However, when the device was tested outside the patient, the needle failed to retract back into the sheath. Reportedly, the device was not kinked and no difficulty was experienced while removing it from the packaging. The procedure was completed with another optiflo hemostasis catheter. Additionally, at the conclusion of the procedure, the patient's condition was reported as being okay.

Manufacturer narrative:
The complainant reported two potential lot numbers: (B)(4) - batch expiration date: 12/31/2012; batch manufactured date: (B)(4) 2010. (B)(4) - the reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. At this time, it is not known which of the provided lot numbers corresponds to the complaint device. The reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection of the returned device found no issues. A functional evaluation found that the needle could be retracted. The cause of the reported failure was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Additional information: an optiflo hemostasis catheter device was to be used during a procedure performed on (B)(4) 2011. However, when the device was tested outside the patient, the needle failed to retract back into the sheath. Reportedly, the device was not kinked and no difficulty was experienced while removing it from the packaging. The procedure was completed with another optiflo hemostasis catheter. Additionally, at the conclusion of the procedure, the patient's condition was reported as being okay.